Manufacturer narrative:
The service rep diagnosed and ordered surg suppresser pcb. He replaced the surge suppressor pcb. Tested system working normally.

Event description:
While setting up for case, the tech noticed the 2800 system would not turn on. Case was completed in another room. No pt involvement, and no injuries occurred.